Event description:
The customer reported that they processed an olympus colonoscope in the aer and it is bein alleged that a male patient presented with salmonella, the day after his colonoscopy. He presented to the emergency room (ER) with fever, chills, increased white cell count, pan colitis, rectal bleeding and abdominal pain. The cultures that were done on the patient came back positive for salmonella. The customer also reported that the patient, the night of his colonoscopy, had diarrhea and abdominal pain and did not seek medical attention until he had fever and chills. When he went to the ER, the patient was treated with intravenous antibiotics and then sent home. The customer reported that no other patients have reported any issues. The scope is cleaned in enzymatic cleaner per manufacture guidelines. They clean the scope by wiping of the scope off with the enzymatic, brush the lumens and then process the scopes in the aer. They then do a final alcohol rinse at the end of the day. Then they hang the scopes. They deny staining of any liquid coming from scopes. The customer also reported that they have a water filtration system. She reported that they change the filters per instructions. She did report that she was not aware of the disinfection of the water filtration system or the reprocessor exposure cycle for the aer. She was advised to contact the facility infection control to assist her with this issue. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: salmonella, other: human reaction. Other: the unit was evaluated at the customer's site. The fse found that there was no problem found with system. The fse verified system specification, air pressure 18psi and cidex opa temp 32.2c when entering basin. The fse cleaned basin. The fse requested the customer to wipe down unit at the end of the day, to reduce water deposit build up and ran an empty cycle. Unit meets manufacture specifications. Upon follow up, the customer stated that she does not have the lot number of the cidex opa used at the time and they do not have a sample to return. She reported that the test strip passed. She also stated that the board of health at her facility, believes that the event was not related to their procedures. She also stated that the cidex opa and aer were fine. The patient has recovered.